Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent psf and decompression surgery at th10-l1 levels for thoracic oyl. Post-op, l1 screws backed out. Revision surgery was operated to remove l1 screws, insert hooks or screws at l2 and 3 levels and replace with rods. No fragments of product remained in the patient. No patient complications were reported as a result of this event.